Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect ci for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The user noted that they were getting a calibration error and controls were outside of range. The sample initially resulted with a cl value of 133.5 mmol/l. The assay was re-calibrated and there were no calibration errors. Controls passed. The sample was repeated, resulting with a cl value of 97.8 mmol/l and this value was believed to be correct. The cl electrode lot number and expiration date were requested, but not provided.